Manufacturer narrative:
Despite multiple attempts, no additional details concerning this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient was concerned about the longevity of their pacemaker as it had not changed at all over this past year. Boston scientific technical services advised the patient to follow-up with their physician. For now no changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.